Manufacturer narrative:
The lens remains implanted therefore it will not be returned to bausch + lomb for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately one week after lens implantation, the patient developed uveitis. During the surgery, the surgeon noted that the capsule bag was "slightly tight" following lens insertion and rotation. The patient was treated with steroids. There was no loss of bcva reported. This report pertains to the patient's left eye. Please reference MDR# 2031924-2013-00097 for the intraocular lens used in the right eye.